Event description:
Boston scientific received information that pacing impedance measurements greater than 2000 ohms were noted on the left ventricular (lv) channel of this system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted at this time. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Subsequent information was received stating a fracture of this lead was suspected due to the out of range impedance measurements and extremely high thresholds. Therefore, a revision procedure was performed and the lead was removed from service and replaced. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.